Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: the damaged plunger rod was determined to be a result of an undetected hit or obstruction within the equipment and/or transport systems during the assembly process. Based on the preventive measures in place and the current inspection plan, this has been determined an isolated incident with an unlikely recurrence. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg. Blood collection tubes exhibited back popping during blood collection. No serious injury or medical intervention was reported.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg. Blood collection tubes exhibited back popping during blood collection. No serious injury or medical intervention was reported.